Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was repositioned once due to unsuitable electrical parameters. The lead was eventually implanted with lv2-rvcoil configuration programmed. No patient complications have been reported as a result of this event.